Manufacturer narrative:
The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, the cause of the report device allegation cannot be established.

Event description:
It was reported that the patient was unhappy and experienced discomfort with the inflatable penile prosthesis (ipp) pump placement, it was too high in the scrotum. The patient also experienced auto inflation due to too much fluid in the reservoir. The patient underwent a revision surgery where the pump was repositioned and the reservoir was refilled. There were no further patient complications.